Event description:
It was reported that during an implant attempt of the ventricular leads, the patient experienced cardiac tamponade. The physician also reported difficulty placing the leads due to the patient's anatomy. The leads were not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.